Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 07/08/1998). Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The intra-aortic balloon was inserted into the pt on 3/25/98. On 3/30/98, blood was noted in the tubing. The doctor had difficulty removing the intra-aortic balloon. The intra-aortic balloon was surgically removed. Event complications: the intra-aortic balloon was surgically removed - reported 5/13/98. Pt's current status: unk - reported 5/13/98.